Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that the instrument has multiple positives and a historical alert for high temperature.

Manufacturer narrative:
H.6 investigation summary: customer reported "multiple positives, historical alert for high temp" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is related to the ambient temperatures in the laboratory. This is an unconfirmed failure of the bd product. Root cause is related to workflow/ no instrument issues identified. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were caused due to ambient temperatures in the laboratory. Complaint history for ¿results¿ was reviewed for the month of (B)(6) 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that the instrument has multiple positives and a historical alert for high temperature.